Event description:
Caller reported air bubbles and gaps in the system on two separate occasions. There was no adverse impact to the customer¿s blood glucose level as all readings were within normal range. The caller was using the fill rod to remove air bubbles but was not tapping the cartridge first, which was identified as a necessary step. After receiving education about the correct procedure, the caller changed the cartridge and resumed insulin use.